Event description:
Report received of an independent rate change. In 2004, the pump was programmed to deliver an unspecified antibiotic at an unspecified rate. The nurse reported that at an unspecified time, she entered the pt's room and noted that pump was infusing at different unspecified rate. A second nurse reprogrammed the pump at this time. No specific programming parameters were provided. Approximately 15 minutes after the pump had been reprogrammed, the second nurse entered the pt's room and found the devce delivering at a different rate than was programmed. At this time, the device was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required.